Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that after a da vinci-assisted surgical procedure, loose cables. At the time of this report, it is unknown how the procedure was completed and if the reported event had any impact on the patient.